Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early, but the pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early, but the pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was received in pod state 15 having delivered 46 pulses, all of which had been delivered during first prime. The pod was deactivated at the end of first prime. Data showed no evidence of any timeouts or drive stalls. Inspection of the drive mechanism components found no issues that would cause the needle mechanism to deploy early. Inspection of the bottom housing and environmental seal found no damages indicating that the needle mechanism did not deploy into them. No damages or deficiencies that would cause the needle to deploy early were observed. The pod never deployed because second prime was never completed. The pod functioned as intended.